Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was progressively seeing less for distance vision, glare at night and dusk and can only see approximately 8 feet away in grocery store. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the patient had decided to explant the lens in the left eye. The 20 foot glare lines while driving from dusk until dawn made it difficult for the patient to drive. The patient was hesitant to have both eyes explanted however the patient found driving even with one company lens debilitating.